Event description:
Per complaint (B)(4), a patient presented in the dentist's office stating that the lower left of their dental implant was infected. The implant was removed and the infection was cleaned out. Bone loss was also reported. A bone graft with alloderm was placed and gentamicin was added.